Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that an image was not displayed due to a faulty printed circuit board. Additionally, it was also determined that e204 was displayed because communication failure occurred due to a faulty scope socket. The cause of the mentioned defects was not identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A faulty scope socket as well as a faulty printed circuit board were discovered and caused the reported failure. Additionally, the front panel was found damaged, and corrosion was found inside the air pump tubing. A non-olympus lamp was installed in the device with a 50+ hour life meter reading. The non-olympus lamp was also installed using the incorrect lamp bolts. It is recommended that the customer replace the lamp with an olympus-approved lamp and the correct screws for optimal performance. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii xenon light source was presenting error code e204 during procedure preparation. According to the initial reporter, the intended procedure was completed by moving the patient to another procedure room with a different device. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the unit was not producing an image. This report is being submitted to capture the lack of image found during the device evaluation.